Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2015-45879. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose declined to 46 mg/dl. It was also reported the insulin pump went into low suspend for the incident. The insulin pump will not be returned for analysis.